Event description:
Reporter indicated a vns (B) (4) computer was freezing during interrogation. Computer resets resolved the freezing, but it continued to occur. The suspect computer, flashcard, and programming wand were returned for product analysis. The wand analysis did not reveal any anomalies and the wand performed per specifications. Analysis of the computer and software identified the screen freezing event. The screen freezing results from an anomaly in the interface between the microsoft provided software and the (B) (4) software, resulting in the operating system's inability to locate specific memory directories within the file system.